Manufacturer narrative:
H10: the actual device was not available; however, 3 photographs of the sample was provided for evaluation. The visual inspection of the three provided photos did not confirm the reported problem. Due to the absence of an actual sample, the issue could not be further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment, an external fluid leakage was observed at the cap of one unit of polyflux 140h dialyzer. There was patient involvement however, there was no patient injury or medical intervention associated with this event. No additional information is available.